Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: the mean age of the patients was 64.7 ± 23.1. Gender(s)sex(es): 28 males, 28 female 28 eyes. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. Bravetti, g.,mansouri, k., gillmann, k., rao, h., & mermoud, a. (2020). Xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes. Graefe''s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-020-04654-3. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: xen-augmented baerveldt drainage device implantation in refractory glaucoma: 1-year outcomes. A retrospective single-centre study was done to evaluate outcomes of xen-augmented baerveldt drainage device implantation in refractory glaucoma and factors predicting surgical success. Out of a total of 60 eyes included in the study, 21 eyes were classified as complete failure needing additional procedures for iop control. Postoperative complications included ocular hypotony (n=10), xen gel stent obstruction (n=7), displacement of xen gel stent into the baerveldt (n=2), hyphema (n=2), and insufficient intraocular pressure (iop) reduction (n=8). Intervention for insufficient iop reduction, xen gel stent obstruction and displacement of xen gel stent into the baerveldt included reoperations involving implantation of new xen gel stent into baerveldt tube for 8 patients, simple repositioning of xen gel stent for 1 patient, replacement of the system by a single baerveldt tube for 1 patient and cyclodestruction for 7 patients. This report is for the bg103-250 capturing the product problems. Separate reports are being submitted to capture the reported adverse events for bg103-250 and the unknown 350 model. A separate report is being submitted to capture the unknown 350 model for the product problems.